Event description:
It is alleged that the patient received a gunther tulip filter on (B)(6) 2016. The patient alleges to have been injured without further explanation.

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01152.

Event description:
Patient allegedly received an implant on (B)(6) 2016 due to recurrent deep vein thromboses and cardiac arrest. Patient is alleging tilt and vena cava perforation. The patient is further alleging chest pain "almost daily", inability to lift heavy objects/work out. Per a report from CT (computed tomography), "there is a gunther tulip type ivc filter in place in the inferior vena cava. The filter is tilted anteriorly approximately 18 degrees relative to the long axis of the ivc. The upper tip contacts the anterior wall is located at the confluence of the left renal vein and ivc and approximately 1 cm below the right renal vein. A posterior metallic strut extends up to 1.8 cm beyond the ivc wall close to the l2-3 disc." "The medial and lateral struts project approximate 5 mm beyond the ivc wall. There is no extension to the aorta or duodenum. No broken fragments are identified." "A posterior limb may be embedded in the l2-l3 disc."